Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a trial procedure the physician had nicked the dura and performed a blood patch. The patient had loss sensation in the extremities. The physician ended the procedure and the patient was sent to emergency room.